Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer multiple times to get further information regarding the discrepancy issue for troubleshooting or to provide confirmation whether the issue was resolved but didn't receive any response. So tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, when a nurse pulled medications and there was a discrepancy, the system printed labels instead of a receipt.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.